Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter alleged that the pump was gaining/losing time. It was noted that the time gain/loss was greater than 5 minutes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/13/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed a manual time change on (B)(4) 2015 from 18:44 to 06:44 and from 23:10 to 11:03. Another manual time change was observed on (B)(4) 2015 from 20:28 to 08:28 and from 14:37 to 02:36. A timekeeping accuracy test was performed and the pump maintained the time accurately over a five day duration test. When the pump was left without power for 1 hour and rebooted, the pump time and date had reset to the default time and date. The pump was opened and the internal clock battery was found to be leaking and unable to hold a charge. The complaint that the pump was gaining/losing time was not able to be adequately investigated due to the leaking internal clock battery.